Event description:
It was reported that when checking the connector in the sterile field, in an attempt to connect the catheters to it, it was then "discovered that a collet was missing at one end despite the fact that no one had touched it". It was believed that the product was "defective from the outset" therefore it was treated as a "defective component". The product was not utilized. After linking the catheters to a new connector, cerebrospinal fluid was then checked, with the pump connector and the catheter port being joined thereafter. It was subsequently checked and confirmed that it could rotate 90 degrees both to the left and to the right. The pump was secured into the pocket on the abdomen. Surgery was completed. Outcome was noted as recovered.

Event description:
It was reported that "during a catheter exchange operation it was found that the new catheter did not have a collet at one terminal side." The device system was used to deliver gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as manufacturer's report # 3007566237-2012-01886. Additional review indicated the correct manufacturing site was site # (B)(4). As received the catheter to catheter connector was returned with one of the collets' missing. No other pieces of the catheter were returned. The remaining collet was easily removed and replaced. The remaining collet was tested and used on the connector end that had the missing collet to see if the collet behaved the same way as it did on the other connector end. No difference was noted on removal and replacement of the collet on either side of the connector. Analysis of the catheter pin connector revealed collet detached and or missing. It was unknown if it was procedural or manufacturing related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4). Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.